Event description:
This female pt had an amplatzer septal occluder implanted about a month ago in 2005. The pt felt fine for about a week, then started complaining of chest pain and migraines. The pt has a known nickel allergy and has sought out for device removal and conventional repair of the defect. The pt listed her allergies as wellbutrin on her h&p interview. The pt is on adderall and prozac for her mental health issues. The pt was seen in an ER for chest pain and anxiety attacks prior to her implant. The pt also had headaches prior to her implant. The physician does not think the pts current symptoms are related to a nickel allergy. Th ept did not have a skin test. The pt is having non-conducted pacs and pacs with palpitations which could be device related. The pts post op echo looked good. The pt also did not like / want to follow up with the referring cardiologist. The physician did call the referring cardiologist to let him know that the pt was having various issues as well as sending him a letter. Th pt did not return my calls after she left the office crying with her morther. A multiple purpose catheter with an amplatz super-stiff wire was used as well as a 24 mm sizing balloon and an 8french venous sheath. The pt had been to the ER 22 days later complaining of chest pains and palpitations and had been started on a beta blocker. The pt saw her physician one day later with the same complaints and fatigue and headaches. The pt underwent a holter exam to address the non-conducted pacs and pacs, which was unremarkable. Physician has not treated this pt for anyting; he has convinced the pt to wait out the full recuperation period before pursuing any additional treatment. Physician feels the symptoms that the pt is complaining about will be resolved by the end of that time. The pt will return for a follow-up check in about 3 weeks. There has been no additional medical intervention at this time. The pt was seen clinically two months later and presented without symptoms and will not have surgery to remove the device. Date of operation was four months later, operative findings: th ept had an unusual situation with placement of a atrioseptal defect closure device six months ago, with successful complete closure of the defect. The pt subsequently developed worsening of symptoms, such as migraine headache, weakness, rashes, which she attributes to a nickel allergy, and nickel being present in the device, it was felt that the device was responsible for her symptoms. After discussion with the physician, including the risks of open heart surgery and the possibility that her symptoms would be unchanged, the pt elected to proceed with removal and surgical closure of the defect. At surgery, we found the heart to function normally with mild enlargement of the right side of the heart. Upon opening the right atrium, the closure device was intact, in good position, and had a layer of endothelium covering it. After removal of the device, the pt was left with a 2 cm septal defect and a large amount of septal tissue that allowed us to close the defect directly with suturing. The device was removed intact and was sent to pathology for special studies to determine if any of the endothelium was consisted with allergic reaction or with normal healing. This was discussed with the pathologist. At the end of the procedure, an attempt was made to use sutures close the sternum because of the sternal wires had a small amount of nickel in them also. However, the physician was unable to get good apposition of the bone with the sutures. Therefore, wires were placed. Prior to surgery, the physician discussed this possibility with the pt and told her that these wires could be removed after the sternum was healed if it was necessary to use wires. Three days later: the physician had a pt which just had her device explanted because she thought she was allergic to it. The physician is having the pathologist look at it. Surgical pathology report one day later the specimen resembles an amplatzer septal occluder. It appears to be completely covered by a white opaque endothelium-like material. This material covers the entirety of the specimen, and it does not appear to be nodular, or inflamed. The entirety of this material amounts in volume to approx .75cc.

Manufacturer narrative:
Exam of the returned device by the aga research & developement scientist resulted in the following findings: the device was firm because of endothelium covering and clot organizing inside the device. The large disc measured 28-29mm in diameter and was slightly concaved. The small disc measured 24.5-25mm in diameter. The waist of the device was about 12mm in diameter and 12mm in length. Both discs were completely covered by pseudo-endocardium. The device was deformed and did not meet the original dimensions, which may have been caused by device over sizing or related to the septal thickness, but not nickel allergy related. Section 4 of the IFU warns pts allergic to nickel may suffer an anllergic reaction to this device.